Manufacturer narrative:
This incident has been recognized as user error by varian medical systems. Labeling placed on the couch, as well as in the user and safety manual, provide instruction and hazard warnings (with respect to hand placement), which helps to ensure the safe operation of the equipment.

Event description:
Four (4) therapist were setting up a pt for treatment. They released the longitudinal locks, and manually moved the pt into the treatment field. One of the therapists was on the klystron side of the table at the foot of the pt. As the longitudinal carriage was moved into the field, the therapist's left ring finger was caught between the lateral carriage assembly and the stretcher assembly. The therapist needed surgery on her finger and was hospitalized due to this injury.